Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose at time of incident was 439 mg/dl. Customer used auto mode feature at time of high blood glucose. Customer treated high blood glucose with manual injection or insulin pen. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. High blood glucose event was began on (B)(6) 2020. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. No device problem found. (B)(4).